Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications. The imaging could not be performed as the images were not available. The device was returned, the engineering evaluation was undergoing. Warnings section in IFU states: do not withdraw the gore® viabahn® endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® endoprosthesis or introducer sheath.

Event description:
The following was reported to gore: on (B)(6) 2019 a patient was implanted with a 7mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface to treat the left internal carotid artery pseudoaneurysm rupture. The device was advanced through 8fr 25cm st. Terumo sheath via 0.035inch 260cm boston amplaz stiff wire. Because of the excessively tortuous vessels, resistance was reportedly felt during the advancement. The device could not be advanced to the target lesion. Then the physician tried to retract the gore® viabahn® endoprosthesis into 8fr sheath, but he couldn't make it. The proximal end of the endoprosthesis partially expanded during the attempt. The sheath and the viabahn® device were pulled back to common femoral artery(cfa). After that the physician performed a surgical intervention to remove the sheath and the device. It was reported that the left internal carotid artery was coil embolized, and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
H6: code1 213 - the images were not available, the imaging evaluation could not be performed. The device was returned and the engineering evaluation was performed on the device. The following observations were made, refer to the images below: the endoprothesis, delivery catheter, constraint sleeve, and introducer sheath were returned. The deployment knob and a section of deployment line was not returned. The introducer sheath was not evaluated as it is not a gore product. There was 6cm of deployment line looping into the transition. There was a section of constraint sleeve that was wrapped behind an apex in the last strut row. A circumferential row of outwardly flared struts in the first strut row was observed. The endoprosthesis remained fully constrained on the catheter. Approximately 2.5cm of the distal shaft, upon which the endoprosthesis is mounted, was exposed at the transition. The endoprosthesis was longitudinally compressed towards the tip end of the device. The outer braided constraining line was deployed approximately 1.2cm. The remainder of the endoprosthesis was constrained. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. Warnings section in IFU states: do not withdraw the gore® viabahn® endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® endoprosthesis or introducer sheath.